Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) over 500 mg/dl with strong fruity breath odor associated with an alleged inaccurate delivery. It was reported that there was an acetone smell given off by the patient. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/15/2017 with the following findings: the pump¿s basal history appeared not to match the active basal program on (B)(6) 2017 due to a loss of prime at 21:08. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and tdd showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The tdd added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.